Event description:
The date above is when my gi symptoms started and I was referred to a specialist for further testing/scopes which showed to be normal and on (B)(6) 2020 I began having almost constant fever, fatigue and body aches began. Over the course of the following 16 months so much money was spent on countless covid swabs, flu swabs, lab work, etc. To try and figure out the cause of it. Throughout those months I also developed joint pain/stiffness, joint swelling and "popping", random rashes, and malaise that was debilitating to the point that I couldn't get out of bed and function. Regardless of all test which included autoimmune testing among several others all were normal. After breast implant illness was brought to my attention by a friend, I began researching and joining support groups and quickly realized that this was a logical explanation for all of my symptoms as there were thousands of others who had dealt with these same problems. I consulted with a surgeon and had the implants removed and during the surgery my surgeon discovered that one of my implants that were only in for 6 years and 5 months had ruptured, and within a few days all symptoms had resolved. I can send all lab test results from each one performed over this timeframe. FDA safety report ID# (B)(4).